Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient was pacemaker dependent and was experiencing near-syncopal episodes. Fluoroscopy of the lead was done and an area of concern was noted in the clavicular region; however prior tested of the rv lead showed stable impedance and pacing threshold measurements. Isometric exercises were done and the noise was able to be reproduced. The physician elected to surgically replace the lead. The rv lead was surgically abandoned and a new lead was implanted. The crt-d remains in service. No additional adverse patient effects were reported.